Manufacturer narrative:
No evidence was found with the implant itself after evaluation.

Event description:
Consumer reported that the implance was loose upon placement, consumer reported that it was a same day spinner, time of loss in relation to the implantation was before prosthetic restoration.